Manufacturer narrative:
Image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s vascular anatomy was calcified. Fluoroscopic valve load inspection was performed and confirmed a good load. Final peripheral angiogram was performed and a perforation confirming the right iliac perforation. It was reported that a vascular cutdown was performed and the vessel was repaired. Intra procedural images were not provided for review thus it is not possible to validate the cause of the perforation. As stated in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). Conclusion: vascular access related complications, such as perforation, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the patient's anatomy caused the perforation. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the access site was on the right side and a perforation occurred on the right internal iliac artery. It was reported that the perforation likely occurred while pushing the sheath up. Per the physician, the patient's anatomy caused the perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6) ; product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012151800); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, an esheath was used. Due to patient anatomy, it was decided to downsize the valve to a 29 mm valve which was implanted successfully. An unspecified vascular complication occurred in the femoral artery. Vascular cutdown was performed and repair was performed with stents. Of note, the patient's calcification contributed to the event. No additional adverse patient effects were reported.